Manufacturer narrative:
Device evaluation: the intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The reported issue was not verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search revealed that no additional complaints for this production order number have been received labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: based on the manufacturing records review, information reported by the customer, complaint history review and non-conformance/CAPA review, there is no indication of a product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Implant date: not applicable the lens was not implanted. Explant date: not applicable the lens was not implanted. (B)(4). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was well out and got stuck at the tip of the injector during implantation, because of the injector exiting the incision. The customer reports that the injector does not fit well in a 2.2 mm incision and had to use another lens. No additional information was provided.